Manufacturer narrative:
E1: reporter phone number: (B)(4). The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient is experiencing ineffective stimulation due to both leads migrating. X-rays confirmed the migration. Surgical intervention may take place at a later date.